Event description:
It was reported that (1) lcsk5 was used with hp052 during an unknown procedure. It was reported by the rep that a solid tone was heard coming from harmonic scalpel. A new blade was opened. A second blade was opened and the case was completed successfully. There was no consequence to the pt.